Event description:
The customer contact reported inaccurate delivery. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of fentanyl. No specific programming parameters were provided. After an unspecified length of time, it was reported that the patient's state of health declined. No specific details were provided. The customer contact indicated that it was not known if the decline in the patient's health was due to the device. The customer contact reported this was a "possible case of incorrect drug delivery." No specific details were provided. Multiple unsuccessful attempts have been made to obtain additional information.

Manufacturer narrative:
The device was received. Investigation is not complete. History downloaded at the service center. Review of history indicates on (B)(6) 2012 at 0000, new day stamp. Between 0121 and 0610, two 15 mcg patient initiated deliveries, door opened, shift clear 135 mcg, and door locked. Between 0626 and 0649, one 15 mcg patient initiated delivery, one 2 mcg partial delivery, empty syringe alarm, pca stop, door opened, check vial alarm, check syringe alarm, check injector alarm, confirm alpha vial, prior programmed settings of drug concentration of 15 mcg/ml, pca only mode, 15 mcg pca dose, 900 mcg four hour limit were retained and confirmed, and door locked. Between 0740 and 1817, sixteen 15 mcg patient initiated deliveries, 6 unmet demands, door opened, shift clear 257 mcg, door locked. Between 1841 and 2238, six 15 mcg patient initiated deliveries, and 1 unmet demand. On (B)(6) 2012 at 0000, new day stamp. At 0202, one 15 mcg patient initiated delivery. At 0757 using a/c, at 0815 using battery, at 1041 low battery alarm, at 1135, dead battery alarm. At 1438 using battery. At 1140, using a/c. At 1456 using battery. On (B)(6) 2012 between 1422 and 1428, pump powered on, new day stamp, totals clear 105 mcg, history cleared, bar code not read alarm, and device was powered off. A review of the pump history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.